Event description:
It was reported that the patient underwent a 14-level posterior spinal instrumentation using posterior instrumentation. Six weeks post-op, the patient underwent a reoperation due an inferior hook that had become dislodged.

Manufacturer narrative:
(B) (4). Literature article citation: richards et al. Delayed infections after posterior tsrh spinal instrumentation for idiopathic scoliosis. Spine 2001; 26:18: 1990-1996. A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.